Event description:
It was reported that during the da vinci total hysterectomy procedure, it was noticed after the monopolar curved scissors instrument was taken out of the patient that a hole had burnt through the clear protective cover of the instrument. No patient harm, adverse outcome or injury was reported and the planned surgical procedure was completed. Medwatch MFR. Report #2955842-2007-00331, which is related to this event, was also sent to the FDA.

Manufacturer narrative:
The instrument was not returned for evaluation, however, the tip cover accessory used in conjunction with the instrument was returned and evaluated. See medwatch MFR. Report #2955842-2007-00331 for the engineering evaluation results of the 8mm mcs tip cover accessory.